Event description:
During the beginning of the surgical procedure the tip of the bipolar maryland tip forceps instrument broke off and fell inside the pt. The broken tip was retrieved and the planned surgical procedure was completed with a replacement instrument. No pt harm, adverse outcome or injury was reported.